Event description:
Approx 30 mins into the treatment, the pressure alarms were sounding. When nurse assessed the pt she found that the needle had migrated back into the safety housing. They pulled that needle and reinserted a second arterial needle. This pt had a very old leg graft and after removing the needle, they had trouble controlling the site and placed a suture to stop the bleeding. (The needle retracted into the safety guard causing dislodgement.)

Manufacturer narrative:
As per review with u.s. FDA inspector during the inspection, this incident shall be a MDR reportable event as a suture was placed to stop the bleeding. Thus, we are submitting this medwatch. Due to unavailability of defective sample, we were unable to clarify the actual defect and cause for this complaint. Based on DHR and preserved samples review, no discrepancy was found. Torque test and needle retraction test was conducted on preserved samples and the results were within the specification. Briefing was conducted to related personnel to increase their awareness on such defect and to more vigilant when conducting 100% inspection. Based on (B) (4) e-mail dated (B) (4) 2009, the facility recently started to use sysloc mini and previously the facility was using medisystems. This is one of the recently converted clinic that did not receive education prior. (B) (4) had stated in their e-mail dated (B) (4) 2009 that they suspect that the device was unlocked prior to insertion and that would be due to lack of education. Please note that section a pt info was not filled as we were unable to obtain the info after several attempts.